Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose values, received change sensor alert. The customer reported blood glucose value of 39 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucagon, glucose/carb intake. The event involved product(s) mmt-7040a, mmt-7040a, mmt-332a, mmt-1880, mmt-242a. Troubleshooting was performed. Insulin delivery was not suspended due to sensor glucose and blood glucose value difference. It was unknown whether the auto mode feature was active and whether the pump was used within 48 hours of the reported low blood glucose event. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-1880. No product return is required for mmt-242a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.